Event description:
The reporter contacted animas on (B)(6) 2014 alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 250 mg/dl with polydypsia and irritability. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: there were no occlusion alarms recorded in the black box due to being overwritten with continued use. The history did record occlusion alarms. Unable to duplicate any occlusions during investigation. Force sensor calibration reading was in specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.